Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "no phaco" (no code available). The nurse reported there was no phaco during surgery. The handpiece and tip were switched out and the case was completed as planned. The nurse stated she was unsure if the issue was with the handpiece, tip, or system. No pt injury was reported.

Manufacturer narrative:
The service request noted the system worked as expected after switching out the handpiece. The facility did not request service. No samples were returned for eval. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. (B)(4).